Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and in critical override. The field service engineer (fse) found it was not powering on, so disconnected all drawers and confirmed the station powered on. The fse isolated drawer 3.1 as the cause, where the drawer controller failed during a voltmeter test. The fse replaced the drawer 3.1 controller, restarted the station, and updated the firmware. After that, the customer was able to log in and access the drawers. The customer verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was offline, down and also in critical override. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.